Manufacturer narrative:
(B)(4). Date of event: publication year of 2005. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: laparoscopic partial nephrectomy in renal cell cancer - results and reproducibility by different surgeons in a high volume laparoscopic center author: andreas h. Wille *, maximilian tu¨ llmann, jan roigas, stefan a. Loening, serdar deger. Citation: european urology (2006); 49: 337¿343. Doi:10.1016/j.eururo.2005.11.016. The authors reported their techniques, perioperative data and oncological outcome in a single center experience with three different surgeons. Between march 2001 and october 2004, 44 patients (36 male and 8 female; mean age: 61 years; age range: 33 to 79 years) underwent laparoscopic partial nephrectomy for exophytic renal lesions. During the procedure, tumor resection was performed with scissors or the harmonic scalpel (ethicon). Reported complication included infected hematoma (n-?) In which the patient had an open revision and the need of drainage and received transfusion, and lymphorrhage (n-?) Which led to prolonged drainage time. Laparoscopic partial nephrectomy using floseal is a feasible and safe method for treatment of small renal masses.